Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported receiving a "replace sensor" message with the freestyle libre 2 sensor and ordered a replacement device. The customer further reported that due to a delivery delay of the replacement sensor, she was unable to monitor glucose and required treatment of sugar provided by third-party. There was no report of death or permanent impairment associated with this event.